Event description:
One lumen on the double lumen hohn catheter was not easy to flush. When flushed, a hole was found in the tubing of the hohn catheter. Team was notified and lumen was clamped closer to the skin. The hohn catheter was replaced by ir.